Manufacturer narrative:
Troubleshooting was performed with the customer. The hcg product information notice was reviewed which discusses the intended use and limitations of the test. Test provides only a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Note: investigation conclusion to be provided upon completion of the investigation.

Event description:
On (B)(6) 2018: the customer reported receiving an unconfirmed false negative hcg result on the medline hcg urine cassette. No additional information provided regarding test event (i.e. Intended use of test, reason for visit, if confirmatory testing was performed.) No further information to be provided by the customer.

Manufacturer narrative:
Troubleshooting was performed with the customer. The hcg product information notice was reviewed which discusses the intended use and limitations of the test. Test provides only a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Investigation conclusion: an investigation was performed on retention product from the reported lot number. Retention devices were tested with qc cutoff standards (25 miu/ml). Results were read at 3 minutes and all devices yielded expected positive results. No false negative results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information as the retention product performed as expected. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still expected, a first morning urine specimen should be collected 48 hours later and tested.